Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted the sample was received with solution in the balloon. It could be seen through the balloon that the inflation notch was not completely perforated. Dissected the balloon to verify that the inflation notch was not completely perforated. This was considered a failure, which stated that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon during a pretest.